Manufacturer narrative:
Cylinders had or damage.

Event description:
Add'l info received indicates on 11/10/97 the dynaflex device was removed from the pt and an ipp implanted due to pt was unhappy with device - was not rigid enough.